Event description:
The customer reported that during the delivery of twins, the device printed two traces on the cardiotocograph but intermittently; the printed strips were overlayed with question marks. The customer alleges that the two heart rates were acceptable but a few hours after the first baby was born, they suffered bradycardia and expired. The customer alleges that the traces were incorrect and this prevented emergency treatment to deliver the infant by cesarean.